Manufacturer narrative:
A long fiber, consistent with the ptfe inner liner of the delivery sheath, was found to be entangled with the amplatzer amulet stabilization distal disc. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Information from the field indicated that the device was partially recaptured into a ball out position prior to noticing the exposed thread. Retracting the device through the sheath to remove it from the patient is a known cause of delivery system damage. How or when the thread was exposed from the device could be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet occluder was selected for implant using a 14f amplatzer steerable delivery sheath. It was noted via echocardiogram during procedure, that there appeared to be what looked like possible thrombus adhering to the occluder. The decision was made to re-sheath the occluder and open the touhy of the 14f amplatzer steerable delivery sheath, to allow a back bleed while completely removing the occluder. After complete removal of the occluder the decision was made to allow additional back bleed, while observing for possible clots to come out of the back end of the unknown delivery sheath. No thrombus/clots were observed and the echocardiogram no longer signs of potential thrombus in the patient. The decision was made to check the occluder by deploying it on the prep table. It was noted that there was an exposed thread coming out of a lobe of the 22mm amplatzer amulet occluder. It was determined that the findings on the echocardiogram were the exposed thread. The 22mm amplatzer amulet occluder was not mishandled or damaged at any point during device preparation. It was also noted that the occluder had been partial recaptured once due to an unknown reason and prior to noticing the exposed thread. The decision was made to replace the 22mm amplatzer amulet occluder with another one of the same size to successfully completed the procedure. The patient activated clotting time (act) levels were noted to have remained above 250 seconds during the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable and discharged at the time of report. Subsequent to the previously filed report, additional information was received that patient had been prescribed a regimen of 81 mg acetylsalicylic acid (asa) and 75 mg plavix. The patient had an intraoperative activated clotting level between 300-350 seconds. The patient did not receive any treatment (medications) that could contribute to thrombus formation.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet occluder was selected for implant using a 14f amplatzer steerable delivery sheath. It was noted via echocardiogram during procedure, that there appeared to be what looked like possible thrombus adhering to the occluder. The decision was made to re-sheath the occluder and open the touhy of the 14f amplatzer steerable delivery sheath, to allow a back bleed while completely removing the occluder. After complete removal of the occluder the decision was made to allow additional back bleed, while observing for possible clots to come out of the back end of the unknown delivery sheath. No thrombus/clots were observed and the echocardiogram no longer signs of potential thrombus in the patient. The decision was made to check the occluder by deploying it on the prep table. It was noted that there was an exposed thread coming out of a lobe of the 22mm amplatzer amulet occluder. It was determined that the findings on the echocardiogram were the exposed thread. The 22mm amplatzer amulet occluder was not mishandled or damaged at any point during device preparation. It was also noted that the occluder had been partial recaptured once due to an unknown reason and prior to noticing the exposed thread. The decision was made to replace the 22mm amplatzer amulet occluder with another one of the same size to successfully completed the procedure. The patient activated clotting time (act) levels were noted to have remained above 250 seconds during the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.